Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip, missing reservoir tube o-ring and broken belt clip slot noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir unable to lock. Customer's blood glucose level was unknown at the time of the incident. Customer states the reservoir compartment had broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.